Event description:
It was reported that patient underwent initial total knee arthroplasty on an unknown date. Subsequently, a revision procedure has been indicated due to a suspected allergic reaction; however, no revision procedure has been reported to date.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 2 states, "early or late postoperative infection and allergic reaction." The following sections could not be completed with the limited information provided. Date of event ¿ unknown; date implanted - unknown.